Manufacturer narrative:
Based upon the difference between the a1c result and the lab value, this is being reported out of an abundance of caution. Additional factors contribute to a medical decision being made (i.e. Signs, symptoms, additional gathered data) and a significant difference would result in a retest or additional evaluation/testing. Qc retention testing of both lots mentioned measured within specification.

Event description:
The customer reported two a1c discrepant results when compared to lab values. There were no allegations of patient/user harm. The customer reported one patient generated 9.2% with an a1c kit and >14% from the lab result. The customer reported the second patient generated 6.2% with an a1c kit and >14% from the lab result. This event is being reported out of an abundance of caution.